Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and blank display. The customer's blood glucose reading was 463 mg/dl. The customer treated with 12 units of manual injections. The customer declined to troubleshoot for high readings. The customer reported a few scratches on the screen. Troubleshooting was performed and display came back. The insulin pump was not returned for analysis.